Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There was no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. Further testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the non responsive touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.